Manufacturer narrative:
The reported events of failure to capture, noise and high pacing impedance were not confirmed. A complete lead was returned in two pieces. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. Unable to perform impedance test due to the condition of the lead as received.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, it was found out that the right ventricular (rv) lead exhibited loss of capture, noise and high impedance measurements. The ra lead was removed and replaced. The patient had no adverse consequences.